Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an urethra being injured from the physician implanting the opposite cylinder the patient had his inflatable penile prosthesis (ipp) cylinder removed and replaced into the correct side.